Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(6) displayed a 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is characteristic of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The impact of the sticky clutch was not severe enough to make the platform non-functional. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on (B)(6) 2021, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.015", out of the specification (0.008" ± 0.001"), which caused the ua 139 error. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor assembly needs to be replaced to remedy the ua 139 error. Additionally, the archive shows the presence of multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages, unrelated to the reported complaint. The load cell characterization test revealed that both load cell modules exceed normal parameters intermittently. The defective load cell modules were replaced as a preventive precautionary measure to address intermittent functionality of the load cells. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.